Event description:
The excluder bifurcated endoprosthesis trunk-ipsilateral component was successfully implanted. Since the pt was overweight, the physician was unable to access the right femoral artery to place the introducer sheath to advance the contralateral device. Thus, he converted to an aorto-uni-iliac approach. He advanced another trunk-ipsilateral component from the left side and placed it into the existing trunk-ipsilateral component. A femoro-femoral bypass graft was placed to perfuse the patient's right leg. There was no adverse outcome for the pt. No allegation of deficiency was made regarding the excluder devices placed in this case.